Event description:
It was reported that the customer experienced elevated blood glucose levels due to the pump shutting off in the middle of the night. Customer delivered multiple boluses via the pump and was unable to stabilize blood glucose levels. Customer switched to non tandem pump, and reported the issue was resolved. Health care professional initially reported the issue under medwatch report number mw5041267.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.